Event description:
Patient, earlier in the day, received a 5 fr. Dl bard poly-per-q cath (PICC), which according to radiology report, was malpositioned with over the wire exchange (line doubled back on itself and knotted). Attempted to remove after catheter cut for exchange, unable to advance guidewire or remove catheter. Traditional methods attempted (heat, nitropaste) without success. Vascular surgeon was able to remove the remaining 6 cm two days later.